Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the stapler remained fixed after the procedure, resulting in rupture of the anastomosis. It is necessary to use a new stapler.